Event description:
It was reported that when the surgeon was performing the femoral cuts in a total knee replacement, the pins holding the blade were broken after hearing a loud sound. There was no patient harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.